Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of felt tired, anorexia, fever, and peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the catheter was removed and the dianeal therapies were discontinued. During a call, the following was reported. On an unreported date, the patient had felt tired and anorexia. On (B)(6) 2012, the patient experienced fever and peritonitis manifested by abdominal pain and light cloudy effluent and was hospitalized. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was treated with cefazoline (1gm, daily, ip) and fortum (1g, daily, ip) for peritonitis. On (B)(6) 2012, the patient stopped cefazoline, fortum and started with tienam (1gm, daily, ip) and ciprofloxacine (200mg, daily, ip) for peritonitis. The patient had not yet recovered from this peritonitis event at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.